Event description:
Customer called lfs on 3/2002 alleging that their meter read inaccurately erratic. Per care customer representative, the following information was documented: customer tested on the meter and got a result of 213 mg/dl. Within 10 minutes, customer re-tested on the meter and got a result of 135 mg/dl with a difference of 40%. Patient contacted their doctor and the treatment given is unknown. Customer's insulin dosage was changed. Unable to contact the customer to obtain more information. Attempted to contact the customer by leaving two messages. Also sending letter.